Event description:
Customer reported the as3000 anesthesia delivery system lost power, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys. Corrections included replacement of the sys's power fuses. Sys was calibrated and safety tested to factory's specifications.